Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the reuter disposable tip deflecting wire guide was not deflecting after the first use. The physician was attempting to reposition a stent in the renal artery. It was further noted that the wire guide was stretched from the solder joint to the distal tip. There were no reported serious injuries to the patient.